Manufacturer narrative:
This report was submitted inadvertently. The MDR was submitted under manufacturer report number 3005334138-2017-00020.

Manufacturer narrative:
(B)(4).

Event description:
During an ablation procedure, a portion of the distal tip detached. The tip was retrieved with a snare device and there were no adverse consequences to the patient. Further information has been requested but not yet received.